Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests. No pump error 63 or pump error 4 were noted during testing. However, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The motor arm cannot communicate with the main arm is confirmed in the formatted history file due to a software error.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure with other insulin pump error alarm. The customer's blood glucose value was 87 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.